Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 06/02/2023. An investigation was conducted on 06/06/2023. A visual inspection was conducted. Signs of clinical use and evidence of charred material was observed on the heater wire. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. The gray silicone insulation on both the cold and hot jaws was observed to be intact, with no visual defects observed. Based on the returned condition of the device, the reported failure "material twisted/ bent wire" was confirmed. The lot # 3000275231 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the center black coil on the cautery portion of the vasoview hemporo vh-3500 separated from the plastic and was no longer usable for the harvest. The jaws were not open during the insertion. No resistance was noted. No components of the device detached into the patient. The connection for the distal co2 port also would not hold the tubing. There was a delay in the time it took to open a new kit. No patient injury was reported.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.